Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit primed properly noted. All buttons were functioned properly with no damage on the keypad assembly. Unit received cracked case at display window corner. Unit received with cracked battery tube threads.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that the buttons do not respond correctly and would have to use a pencil to press the buttons. Customer states they are unable to exit the "preparing to prime" loop. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.